Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that the architect folate controls were out of range high and during calibration; error code# 1120 (value of adjustment, cal a. Too weak) was generated. This issue is due to instrument contamination. There was no impact to patient management reported.